Event description:
The patient reported a diabetic ketoacidosis (dka) event occurred on (B)(6) 2026 while on vacation. The patient reported having to use their back up insulin. No specific blood glucose levels were mentioned, and no other information was provided. Good faith attempts have been made to obtain additional information surrounding the reported event. If further details are provided, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.